Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The lead had perforated the patient's heart and caused a pericardial effusion and cardiac tamponade. The lead was removed and no new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.